Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors were observed when the asymptomatic patient presented at the clinic during a follow-up. The electrical function of the lead was normal and there were no anomalies. The lead was explanted and replaced. The patient was stable post procedure.